Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced difficulty sensing atrial activity, and the epg was not tracking properly. It was noted that a particular patient was programmed at a heart rate of ninety beats per minute, however the heart rate was only fifty. A different epg was used. The epg remains in use. No patient complications have been reported as a result of this event.